Manufacturer narrative:
Pump received with cracked battery tube threads, missing reservoir tube o-ring, completely broken off reservoir tube lip and cracked reservoir tube. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump's battery compartment was cracked due to being dropped. Blood glucose level at the time of the incident was 10 mmol/l. Customer reported having recent blood glucose levels of 20 mmol/l or higher. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.